Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to moisture and the device stopped functioning. Customer's blood glucose was 104 mg/dl. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, corroded keypad traces noted during visual inspection. Unable to complete functional testing including occlusion test due to prime anomaly. No moisture damage was found on the motor assembly or electronic assembly noted during our visual inspection. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing the end cap sticker.